Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement fuse shipped to site (B)(6) 2017. No parts have been received by manufacturer for analysis. On (B)(6) 2017 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. 15amp fuses inside din rail blown. Replaced fuses. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site biomed representative reported that prior to the procedure, their imaging system was beeping and not getting line power. The site tried multiple outlets and the issue was not resolved. The biomed representative opened the back of the mobile view station (mvs) and found that one of the fuses was blown. Both fuses were replaced and the imaging system turned on and functioned normally. There was no impact on patient or delay in procedure as this event occurred outside of the procedure.